Event description:
Ous MDR - after an implant duration of about 12 months, it was reported that the pt received an inappropriate shock at home and had a syncope about an hour later. After being admitted to hospital, the ICD could not be interrogated. A thorax cxr showed no evidence of a lead perforation and all home monitoring data documented normal values in sensing/pacing/impedance up to the last message received in the night between (B)(4). Additionally, it was reported that the atrial lead was replaced due to malfunctioning on (B)(4) 2011 (previous lead extracted by laser); the rv lead showed normal values and was not replaced at that time. Apart from the syncope no further adverse pt side effects have been reported.

Manufacturer narrative:
Ous MDR.